Event description:
It was reported that this pacemaker was found to be in safety mode. Boston scientific technical services (ts) was consulted and device replacement was recommended. Further information was received that this device was explanted and replaced. No additional adverse patient effects were reported.